Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning for high undefined impedance on the left ventricular (lv) lead. High thresholds were also noted on the lead. The lv lead was reprogrammed but the issue was not resolved. The lead is still in use. No patient complications have been reported as a result of this event.